Event description:
It was reported that pump displayed a malfunction alarm multiple times in one day with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer rebooted pump prior to contacting support, and technical support arranged for pump replacement under the referenced case, with no additional outcome information provided.